Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss ws 250ml. A new system was strung and the pt completed their treatment w/o further issue. There is no other known ill effect to the pt. Dialysis nurse reports pt continues hd therapy w/o issue. There is no sample available for eval.